Event description:
The customer reported an elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore no pt info is reasonably known at the time of the event. The disposable set is unavailable for return for eval. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. The rdf does not show the root cause of the elevated wbc count measured. It is possible that the failure is part of this site's statistical distribution for leukoreduction. This failure could also be donor related. Investigation eval and corrective actions are in-process. A f/u report will be provided.